Event description:
Procedure performed: aorta. [Dr.] Doveva camplare l'aorta, ma si è sovrapposto la copertura della clamp, impedendo l'utilizzo. Questo ferro è stato spedito loro nuovo a settembre, quindi rivedere l'ordine di allora perchè non hanno I dati translation into english: [ dr.] Had to clamp the aorta but the cover of the clamp misaligned, preventing the use. This unit was shipped to them, new, last september so please check the original order because they do not have the details. Additional information received via email from applied medical rep 16nov2018: lot. Number confirmed to be 1309873. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the clamp were misaligned. Engineering also observed rust and damage on the ratchet teeth and determined that the clamp was manufactured prior to 2002. Based on the condition of the returned unit, the reported event was caused by normal use over time. The wear observed on the event unit and the lot number of the device, suggest that the event unit had been used multiple times prior to the complainant¿s experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: aorta. Dr. Had to clamp the aorta but the cover of the clamp misaligned, preventing the use. This unit was shipped to them, new, last september so please check the original order because they do not have the details. Additional information received via email from applied medical rep 16nov2018: lot. Number confirmed to be 1309873. Patient status: no patient injury. Type of intervention: unknown.